Event description:
It was reported that when the physician was preparing the balloon catheter (subject device) to perform a stent assisted angioplasty procedure, a "hissing" sound was heard from the balloon as air was being aspirated with the syringe. The physician decided to use another balloon catheter and encountered the same issue. Another of the similar device was prepared, and the procedure was successfully completed. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.